Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the online survey stated that the patient experienced adverse events (bacteria/cauti, leakage, urinary symptoms (dysuria, inflammation, itching, burning, irritation, frequency, urgency)) associated with the device (2-way hydrogel coated prostatic foley catheter (30 or 60 ml balloons)) and it resulted in patient injury requiring medical or surgical intervention (changing the catheter for a larger caliber catheter, correct placement, ultrasound, monitoring to rule out malposition and obstruction, balloon volume control, and urine output monitoring) and the complication was not present prior to device placement.

Event description:
Critical care nurse in the online survey stated that the patient experienced adverse events (bacteria/cauti, leakage, urinary symptoms (dysuria, inflammation, itching, burning, irritation, frequency, urgency)) associated with the device (2-way hydrogel coated prostatic foley catheter (30 or 60 ml balloons)) and it resulted in patient injury requiring medical or surgical intervention (changing the catheter for a larger caliber catheter, correct placement, ultrasound, monitoring to rule out malposition and obstruction, balloon volume control, and urine output monitoring) and the complication was not present prior to device placement.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. No potential root cause could be concluded due to insufficient information. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Correction: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that critical care nurse in the online survey stated that the patient experienced adverse events (bacteria/cauti, leakage, urinary symptoms (dysuria, inflammation, itching, burning, irritation, frequency, urgency)) associated with the device (2-way hydrogel coated prostatic foley catheter (30 or 60 ml balloons)) and it resulted in patient injury requiring medical or surgical intervention (changing the catheter for a larger caliber catheter, correct placement, ultrasound, monitoring to rule out malposition and obstruction, balloon volume control, and urine output monitoring) and the complication was not present prior to device placement.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. The potential root cause for this failure could be bad fit with shaft due product size issue/ poorly seated balloon/bladder neck interface. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.